Event description:
A caller reported a malfunction on their pump, specifically displaying malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the customer was informed to continue using it. They were instructed to call back if the malfunction code reappears, and they acknowledged and understood this guidance.